Event description:
It was reported that this right ventricular (rv) lead exhibited high shock impedances out of range. Technical services (ts) recommended to perform a defibrillation threshold (dft) test. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high shock impedances out of range. Technical services (ts) recommended to perform a defibrillation threshold (dft) test. A commanded shock was performed and the device recorded code fc1005, indicating an open circuit condition. The field representative will discuss with physician to revise the lead. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high shock impedances out of range. Technical services (ts) recommended to perform a defibrillation threshold (dft) test. A commanded shock was performed and the device recorded code fc1005, indicating an open circuit condition. The field representative will discuss with physician to revise the lead. This rv lead remains in service. No adverse patient effects were reported.additional information was received which indicated this right ventricular (rv) lead was explanted and replaced. No additional adverse patient effects were reported.